Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium transfer set was idled and it could not connect to the titanium adaptor. The event occurred during use. The hospital used a new transfer set in order to exchange for periodic replacement. There was no allegation against the titanium adaptor. There was no patient injury or medical intervention associated with this event. No additional information is available.